Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 269 mg/dl and a correction bolus was delivered to address the bg. The customer reported to have eaten without delivering a bolus and was the cause of the high bg.